Event description:
Related manufacturer reference number: 2017865-2021-15190. It was reported that the patient presented in clinic upon developing a pocket infection. It was noted that yellow discharge was visible. The patient's implantable cardioverter defibrillator and right ventricular lead was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.